Event description:
A (B)(6) male pt contacted zoll customer support to report a service code. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon eval, the trunk cable was pulled from the strain relief and the j702 connector (trunk cable connector) was partially lifted off of the pad inside the distribution node. The cause of the service code is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the damaged j702 connector. The root cause for the damaged j702 connector cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.